Event description:
A caller reported a malfunction on the pump, which was detected as a software error with a resettable malfunction code. It was unclear if the issue impacted the customer's blood glucose level, as the caller either did not know or declined to answer if it exceeded 500 mg/dl. Technical support provided information to the caller on how to reset the pump and assisted with the reset process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to contact technical support if any issues arise again.